Manufacturer narrative:
B5 - the lens was exchanged for a different model and shorter length lens on 28-dec-2023 due to excessive vault. This resolved the problem. Status of the eye was reported as "all fine". No injury reported. Additional information provided "patient is happy" and "the surgeon decided to implant the lens vertically, which is why the axis is different from that of the recalculation by the external optician". Claim #(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5 12.6; -2.50/+2.0/174 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2023. The patient experience excessive vaulting and refractive surprise. Lens remains implanted. The cause of the event was reported as unknown.

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).